Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 1653276: 22 items manufactured and released on 25 october 2016. No anomalies found related to the issue. Preliminary investigation performed on (B)(6) 2018 by r&d spine director: the failure of the instrument occurred when he tried to attach the tower on t3 at the end of the construct of an open deformity case. Because it was the end of the incision he had to fight a lot against the tissue and applied a lot of force in multiple direction while trying to in-situ attach the tower on the tulip. During this maneuver the failure of the instrument occurred. This is a very unusual case for which the system is not intended for. In any case the failure of the instrument could most likely have been avoided in case of the rescue instrument in combination with the tower and engagement handle would have been used to attach the tower under these very challenging circumstances. Visual inspection performed on (B)(6) 2018 by r&d product manager: the visual inspection confirms what has been reported in the preliminary investigation

Event description:
During the surgery one of the percutaneous tower inner sleeve's pin broke. The surgeon recovered all the instrument pieces and completed successfully the surgery using a back-up instrument.